Event description:
It was reported that the ilet touchscreen became cracked after being dropped, and the user could not slide to unlock or use the screen, leading the user to revert to subcutaneous insulin via pens; the device displayed an insulin set expired alert and the highest reported blood glucose was 270 mg/dl. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or lasting impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed a stress-related fracture of the touchscreen consistent with physical damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.